Event description:
It was reported that on (B)(6) 2007 a pt underwent a vaginal hysterectomy and placement of an aris sling (non bsc device) with a blood loss of 700cc's. The procedures were completed but it was noted that during the sling procedure, while using a capio open access suture capturing device, the device misfired x's 2 while located near the iliac artery. The pt was transferred to the pacu (post anesthesia care) and it was reported that the patient's bp dropped to 50/30, complaint of nausea, and bright red blood was observed coming from the vaginal opening. The pt was taken to the operating room where blood was given. A general surgeon opened the abdominal cavity which was filled with blood. He observed a laceration to the anterior aspect of the internal iliac artery. The tear was sutured, the pt was vented, a central line was placed, and the pt was transferred to ccu. The pt was extubated post operatively 1 day later. It was also reported that the total blood loss, between both operative procedures, was approx 1700 cc's with an unk volume of blood replacement. The pt was discharged from the hosp on (B)(6) 2007 and is following up with her physicians.

Manufacturer narrative:
Info supplied in section f was completed by the MFR based on info obtained from the user facility. The facility has indicated that the device will not be returned to boston scientific corporation, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).